Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to a spike in superior vena cava (svc) coil impedance. A spike in rv coil impedance was also observed. It was additionally reported that svc coil impedance instability was noted and a lead warning had triggered due to high svc impedance. It was further reported that reprogramming occurred. The right ventricular (rv) lead triggered additional out of range (oor) high superior vena cava (svc) impedance alert and an rv defibrillation impedance warning. In addition, it was noted that the implantable cardioverter defibrillator (ICD) moves around significantly in the patient's chest. The ICD and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 694965 lead implanted: (B)(6)2005, 6721m-50 lead implanted:(B)(6)2005, 5076-52 lead implanted: (B)(6)2005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that reprogramming occurred. It was additionally reported that svc coil impedance instability was noted and a lead warning had triggered due to high svc impedance. It was further reported that the right ventricular (rv) lead triggered additional out of range (oor) high superior vena cava (svc) impedance alert and an rv defibrillation impedance warning. In addition, it was noted that the implantable cardioverter defibrillator (ICD) moves around significantly in the patient's chest. The ICD remains in use. It was noted that the right ventricular (rv) lead triggered an out of range (oor) high defibrillation impedance warning. It was further reported that the right atrial (ra) lead exhibited undersensing. The ra lead remains in use. It was further reported via follow-up with the clinic that the ra lead was non-functioning. It was further reported that the rv lead exhibited loss of capture. Fracture of the high voltage rv and svc coils were suspected. Additionally, the ra lead displayed dislodgement. The ICD was turned off and the system remains in the patient on the left side. The system was replaced with a single chamber system on the right side.